Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level at the time of incident was 480 mg/dl and current blood glucose level was 248 mg/dl. Customer also reported that they had issue with insulin pump not giving insulin and also got insulin flow block alarm which got resolved by changing complete set. The customer was treated with manual injections and bolus. Insulin pump will not be returned for analysis.